Event description:
It was reported that a patient developed a headache on (B)(6) 2015. The patient has had sinus x-rays and the emergency room (ER) did a lumbar puncture. It was stated that ¿both were negative¿. The health care provider (hcp) was questioning a cerebral spinal fluid (csf) leak and was doing a computed tomography (CT) cisternogram scan. It was later reported that a myelogram was going to be done to rule out a csf leak. Additional information received reported that the patient was having a lot of headaches and bad headaches 1.5-2 months after a nasal surgery on (B)(6) 2015. It was stated that an hcp was claiming the pain pump and its parts were causing fluid around the brain and spinal cord area which was causing headaches. It was noted that the patient had no problems with the pump for 2 years until the sinus surgery. The pump was infusing dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).